Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately two years after implantation of a vena cava filter during the scheduled retrieval, a detached filter limb was discovered in the left ventricle. No attempt was made to retrieve the filter or the detached filter limb. The patient is reported to be asymptomatic.